Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion with severe calcification was located in the moderately tortuous distal left circumflex. The 2.0x20mm maverick2 monorail balloon was used for pre-dilatation. The balloon ruptured at 10 atmospheres. It is unknown how many inflations occurred. The procedure was completed with a different device. The patient status is good with no complications reported.

Manufacturer narrative:
(B) (4).